Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 6 years post op the patient underwent a revision surgery due to the rod breaking. During the revision surgery the broken portion of the rod was removed, all of the other hardware was left in place. No patient complications were reported.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4). (B)(4). The device was not returned for evaluation. Films were supplied for review. Analysis results for the films are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Films were supplied for review which found: ap and lateral thoracic films of scoliosis shows lysis about screws as shown by arrows on lateral view and two broken rods at about t5 or t6 on the right side and t9 or t10 on the left.